Manufacturer narrative:
The device was not explanted. Only a portion of the device was returned for evaluation. The results of our investigation are pending. We will update this report upon completion of the investigation.

Event description:
A reoperation was performed to remove a portion of the construct that had migrated post-operatively. The surgery was successfully performed.